Event description:
A consumer reported the product was "discolored and not as liquefied". She stated following use it burned her eyes. She stated she "could barely see" and went to the hospital. She reported the doctor prescribed her a corticosteroid ophthalmic suspension and her symptoms resolved in a couple of days. She noted she was out of work a couple of days due to the infection. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on (B)(6) 2012 by phone and mail. A completed questionnaire has not be received. (B)(4).